Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Rep left vm: expedium tightner stripped.per complaint form:patient came in for a l5-s1 anterior/posterior fusion. Sacral incidence was steep upon viewing MRI imaging pre-op. Pt underwent routine anterior surgery thru retroperitoneal exposure and use of a titan spine tas cage anteriorly. Pt was closed and flipped for posterior decompression and fusion w instrumentation. After dissection down a hip pin was placed and the o-arm was used to spin and navigate screw placement into the l5-s1 pedicles. Pedicles in both l5 and s1 were cannulated and 7.0 x 35 expedium screws ((B)(4)) were placed bilaterally into each. O-arm spin confirmed proper placement of screws w no breaches medially or laterally. Decompression of l5-s1 was performed. After dceompression 5.5 x 45 ti curved rods ((B)(4)) were bent slightly and placed bilaterally in the pedicle screws. Locking caps ((B)(4)) were placed provisionally and rods adjusted with holder to match anatomy. Both caps were tightened on the left side to 80 ft/lb. S1 on the right was also torqued out to 80 ft/lb. While trying to apply the counter tourque to l5 on the right it didn't fully due to it being a deep wound and muscle tissue. Upon final tightening they had trouble engaging the locking cap fully. The doctor decided to forgo use of the countertorque and use the driver. The angle was extremely steep with the driver almost parallel to the pt body. He tightened the set screw to 80ft/lb with one audible click. Upon further tries to tighten the driver tip skipped out due to the extreme angle and tissue and he stripped out the tip. A #7 matrix top loading transconnector was placed (04.633.347) and all three nuts final tightened to 2.5nm. Surgeon was satisfied with tightening and patient was closed using normal suture layer closure techniques. Surgery was successful and final images showed anatomic correction with a stable construct.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that approximately 0.5mm of the hexlobes had become stripped. Also, the observed damage notes that it is in the direction of tightening. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause for the distal tip becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tip of the tightener drive feature suggesting that a possible root cause may likely be that the tightener was attributed to unanticipated torsional forces during tightening, resulting in tip becoming stripped as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.